Event description:
During follow-up, low pacing impedance was observed on the right ventricular (rv) lead. During provocative testing, decreased pacing lead impedance measurements were observed. Insulation damage on the rv lead was suspected but no diagnostic imaging was performed to confirm. Rv lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.